Event description:
Half siderails were attached at the middle of bed on both sides. Pt was cognitively impaired. Pt was found with body hanging over the side rail with their head caught between the bedrail which was in down position. The openings on each end of the siderails measured 8" x 8". The siderail is easily lowered by lifting up a holding bracket that keeps the guard rail in a raised position. Pt died. Autopsy/coroner report revealed cause of death: a) amputated upper cervical spinal cord; b) fracture c2-c3; c) trauma